Manufacturer narrative:
Unit received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform functional test due to blank display. Unit received with minor scratched lcd window, cracked case(battery tube), cracked case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was blank. Customer cannot recall blood glucose reading. Troubleshoot was performed. Customer went in a pool with their insulin pump than the insulin pump started beeping and buttons stop working, the insulin was not even 6 feet. Customer received vibration followed by blank display. Customer was advised to discontinue from the insulin pump and revert to back plan per healthcare instruction. Insulin pump will be returning for analysis.